Event description:
A healthcare professional reported that the fluid/air exchange was defective during a retinal detachment surgery. The case was able to be completed with no harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).